Event description:
Per the info received from the physician's office, "due to pressure against his lower extremity prosthesis, and scar tissue of the scrotal skin, a break down of the skin occurred, and the prosthesis was exposed."